Event description:
This rv lead was implanted on (B)(6) 2006. A call to technical services on (B)(6) 2011 states that they did a biotronik replacement yesterday, right pee so didn't use svc coil but also forgot to plug df-1 positive, programmed rv to can; lit was 67, dft was 47; today, all lits >125 ohms discussed, if configuration is coil to can, must be connection issue. Will discuss with physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).